Event description:
A pt reports that after undergoing cataract surgery with implantation of the crystalens, he experienced halos, rings around lights, and blurry distance vision (uncorrected). Add'l info was requested from the physician. The physician reported that the pt was seen in 2007. His ucva was 20/60, j2, manifest refraction was - 1.75 + 0.75 x 160, bcva was 20/25. The patient is complaining of rings at night and during the day. The pt is being treated with alphagan and has been referred to another physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. See scanned page.